Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding, displaying the system's bios screen password during a procedure. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected a1, and d4. Updated h11, h5. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-dec-2021 to 29-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly stopped responding during the procedure. A field service engineer evaluated and found that the bios password screen populates after users attempted to hard reboot the station. By replacing the docking board, reseating the hard drive cable and all-in-one field service engineer able to resolve the issue. The system functioned as intended after the device was troubleshooted by the field service engineer.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was confirmed that the station displayed a bios password screen after users attempted to hard reboot the station. A field service engineer replaced the docking board, reseated the hard drive cable and all-in-one to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding, displaying the system's bios screen password during a procedure. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.